Manufacturer narrative:
Conclusion: suture pieces were returned for evaluation. One piece had severe instrument damage approximately 1cm from the broken end. The other suture piece had been scalpel cut. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While knotting the suture, the suture broke. There were no adverse patient consequences. Additional information has been requested.